Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was reading inaccurately low was having a calcode issue and was prompting an error 5 message. Per the onetouch ultrasmart user guide the error 5 message prompts when there is a problem with the test strip or the meter. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issues began at an unspecified time on (B)(6) 2012. The patient reported managing his diabetes with insulin (self adjusting) and denied making any changes to his normal diabetes management due to the alleged issues starting. The patient reported developing symptoms of "dizziness and not being able to see well" 15 minutes after the alleged issues began. The patient informed the cca that he was hospitalized on (B)(6) 2012 and was treated by a health care provider with insulin (based on a sliding scale). The patient also informed the cca that his blood glucose was tested every 2-3 hours while was at the hospital ((B)(6) 2012). The patient was only able to remember a blood glucose result of "274 mg/dl" obtained on the hospital meter (unspecified type) on (B)(6) 2012 and "309 mg/dl" obtained on the hospital meter on (B)(6) 2012. The patient claimed that he obtained a blood glucose result of "193 mg/dl" with the subject meter on (B)(6) 2012 at 8:15 p.m., which he felt was inaccurately high compared to his feelings/normal blood glucose results. During troubleshooting the cca confirmed that the subject meter was not being used for the first time, that the patient was using unexpired test strips and that the subject meter was set to the correct unit of measurement. The cca documented that the patient was applying the blood sample to the top of the test strip. Per the onetouch user guides blood samples should be applied to the side of the test strip to allow the test strip to completely draw in the blood sample. The alleged issues were resolved at the time of troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reported developing symptoms suggestive of a serious injury and needing to be hospitalized as a result of the alleged issue. In addition, the patient reported being treated with insulin during his hospitalization by a health care provider.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.